Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The pediatric patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the arm. The parent noted that the sensor wire was still underneath the skin and brought the patient to the hospital. An x-ray was performed which confirmed that the sensor wire was still under the skin. A small surgery was performed to remove the sensor wire for which the patient received local anesthesia and 3 stitches. The patient was discharged on the same day. At the time of the report, the patient was stable and in good health. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.